Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted the customer stated that there was no patient involvement.

Event description:
Fails rate calibration test. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: calibration. Case resolution: replace bezel assembly, if not the bezel, logic board could be faulty. And if need further assistance bob will call back.